Event description:
A us distributor reported that a monitor does not communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the u409 was defective. The root cause for the defective u409 transceiver could not be positively identified. There was no adverse event that resulted from the damaged monitor.